Manufacturer narrative:
Eval summary: the device has not been returned for eval. A review of the device history record revealed no discrepancies during manufacture. H4: device manufactured 10/23/86

Event description:
The insert was revised due to polyethylene wear. The patella component (catalog#6638-3-960) was also removed at this time and was not replaced.